Event description:
The user facility reported that the angio-seal device would not deploy correctly according to the staff. It appeared that the suture line was stuck and would not retract. There was no blood loss. Additional information was received on 26sept2024: the procedural sheath size used was a 6fr. The patient was stable. Manual pressure was applied to achieve hemostasis. There were no concomitant devices used with the angio-seal device.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: purchasing. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history review (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode effects analysis (fmea)/hazard based risk table (hbrt).